Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned

Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 5(inlet pressure out of range), confirmed an issue with the pressure transducer, inlet pressure (ip) stayed at -1.0 with and without the fluid delivery line (fdl) attached.

Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 5 (inlet pressure out of range), confirmed an issue with the pressure transducer, inlet pressure (ip) stayed at -1.0 with and without the fluid delivery line (fdl) attached. Per follow up information received via phone on 15may2024, it was reported that the device was shipped back out to the manufacturer on 10may2024. At this time, they do not need a loaner. Per sample evaluation results on 30may2024, it was reported that the calibration error 80 (water check time out - unable to reach calibration temperature) found in a photo in the files section of the wo.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty pressure transducer. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.